Event description:
It was reported that during the attempted implant of a transcatheter aortic valve, the valve dislodged between 0 millimeters (mm) and -1 mm on the non-coronary cusp (ncc) from the target implant depth of 3 mm. Subsequently, the valve was recaptured. Two additional redeployments and recaptures were made, with the valve dislodging to the same location on the ncc. On the 4th deployment attempt, the valve was positioned at 1 mm on the ncc and 3 mm on the left coronary cusp (lcc). A mean gradient of 40 millimeters of mercury (mm hg) was observed, and a post-implant balloon aortic valvuloplasty (bav) was performed with a 21 mm non-medtronic (becton dickson true) balloon. Subsequently, the valve embolized to the aorta. 2 snares were utilized to reposition the valve above the sinotubular junction (stj). Another valve was opened and used to place the valve at 5 mm on the ncc and 8 mm on the lcc. Another post-implant bav was performed with a 22 mm non-medtronic (becton dickson true) balloon. A 1 hour procedural delay occurred as a result. Additional information was received that the first post-implant bav was performed due to frame under-expansion, and a mean gradient of 40 mm hg. Additionally, it was reported that the patient had a previously implanted 19 millimeter (mm) non-medtronic (trifecta) surgical aortic valve that contributed to the dislodge and high gradient. It was noted that a non-medtronic (safari) guidewire was used during the procedure. Additional information was received to report the post-implant bav was performed on the second valve because the valve frame was under-expanded.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: d-evolutfx-2329, serial/lot #: (B)(6), ubd: 29-aug-2027, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.